Event description:
Report received of secondary solution flowing into the primary solution bag. The customer indicated the event occurred due to operator error on 2 separate occasions with the same pump, on the same patient. The pump was programmed in the concurrent mode to deliver an unspecified solution on the primary line and an unspecified concentration of morphine on secondary line. Reportedly, the patient's IV access had infiltrated. In an effort to discontinue the IV without having the pump alarm, the rn opened the pump door. When the door for this device is opened, the device powers off. Before the door was opened, the rn did not mannually clamp the primary or secondary set. Per the device operating manual, and labeling on the pump, the user is cautioned to close the clamp on the primary or secondary set before opening the door to prevent mixing of the primary and secondary solutions. Approximately 15 minutes later, the rn restarted the patient's IV. The customer reported that 5 minutes after the solutions were restarted, the secondary IV bag was found to be almost empty. The secondary solution bag was expected to infuse for 48 hrs and was almost empty after 8 hrs. The customer estimated that approx 2/3 of the secondary solution (morphine) had flowed into the primary bag. The primary and secondary solutions were discarded and the pump was removed from service. Therapy was reinitiated via a replacement pump. The patient was reported to have periods of apnea prior to the morphine delivery, which remained unchanged. Though requested there was no further information available.